Manufacturer narrative:
Complaint evaluation: the device was received by bench for repair. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the therapy cable assembly, front case and label set would need to be replaced. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy cable assembly, front case and label set . The therapy cable assembly, front case and label set were replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the defibrillation port was pressed in. There was no patient involvement.